Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: distal conductor fractured; full lead returned and analyzed.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that the patient presented for follow-up after the patient alert sounded due to high pacing impedance. Oversensing of artifacts was noted on the egm, and an apparent lead fracture was indicated. The lead was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "good" following the replacement procedure.